Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had broken atrial output connector. It was also indicated that the epg would not turn on and had a contaminated battery shorting bar. It was also indicated that the case was broken, main printed circuit board (pcb) was out of specification, and both display wired were pinched. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken output connector assembly. The epg was returned for service. No patient complications have been reported as a result of this event.